Event description:
Treatment of an aneurysm. It was reported that the physician was unable to detach the coil once it was positioned in the aneurysm. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device has been evaluated, and it was confirmed the implant coil was still attached to the pushwire but the evaluation could not determine the cause of the event. (B)(4).